Event description:
Customer obtained results of 269mg/dl and 124mg/dl on the accu-chek advantage system within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.